Manufacturer narrative:
Device lot number, catalog number and expiration date unavailable from facility. Device manufacture date unavailable because device lot number is unavailable.

Event description:
A lead management procedure concluded when it was discovered that the device's outer teflon sheath was left in the patient's subclavian vein after the procedure. The outer sheath became dislodged from the tightrail sub-c device while inside the patient and was not caught upon removal of the device, and was not visualized since it is not radiopaque. The day after the procedure, a vascular surgery team surgically removed the outer sheath by re-opening the pocket and grabbing the outer sheath with forceps, safely pulling out the outer sheath. There was no reported patient harm during the event.